Event description:
Ous MDR - after an implantation period of approx. 89 months, oversensing on the right ventricular channel was reported.

Manufacturer narrative:
This report was opened in error with the wrong serial number, this complaint was reported in MDR-1028232-2019-01740. Closing this file.